Manufacturer narrative:
The explanted device have been requested; however, the healthcare provider has not yet released them for evaluation. Stenosis of bioprosthetic valve may be due to multiple factors; without device evaluation, the nature of this failure cannot be properly identified and confirmed. Many factors can contribute to the onset and propagation of stenosis including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Moreover, per the surgeon, there has been no relationship established between the patient's death and any of the edwards devices. The device history record review has been completed and confirms that this device passed all manufacturing and sterilization inspections. No indication to suggest a device quality deficiency related to this device. Additional information will be provided once completed.

Event description:
It was reported via edwards cardiovascular specialist that a patient underwent double explant of both the mitral (subject device) and aortic bioprosthetic valves after an implant duration of approximately 8 years. Patient was diagnosed with aortic and mitral valve stenosis, in addition to tricuspid insufficiency. Patient underwent redo aortic and mitral valve replacements, in addition to tricuspid valve annuloplasty. The operative report states no complications during the implant procedure. It was then learned via voicemail from the edwards rep on (B)(6) 2012 that the patient expired. Also reported that the surgeon indicated no valve relationship to the cause of death, patient death was related to ttp blood condition.